Manufacturer narrative:
B1: product problem corrected to adverse event. B2: required intervention. Claim#: (B)(4).

Manufacturer narrative:
B5: the problem has resolved. Reportedly, "the lens will not be replaced." Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -8.0/2.0/164 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. An unreactive (fixed) pupil is observed. Reportedly, "the patient is monitored closely."